Event description:
This lead was implanted on (B)(6) 2011. It was reported to technical services that it has dislodged and will be repositioned. They are working with dr. (B)(6) at (B)(6) hospital. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).